Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was not proven if the MRI turned the therapy off, that was simply the patient's concern. Issue has been resolved.

Event description:
The caller was a manufacturer representative (rep)  calling about an implantable neurostimulator (ins). The reason for the call was to ask potential adverse effects associated with an MRI. The caller indicated that the patient had an MRI and did not activate MRI mode. The patient feels like the MRI may have turned off therapy because the patient has lost therapeutic benefit since the MRI. The caller was not with the patient and troubleshooting was not requested. The caller indicated that they had plans to follow-up with the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.